Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A haptic in the injector was returned for analysis. The lens remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a haptic became caught and was torn off the iol. The lens was stabilized in the bag and surgery was completed. The surgeon indicated that the lens came into contact with the iris, making inflammation more likely. During follow up the surgeon indicated that there was some non-serious inflammatory cells in the anterior chamber, which have resolved. There was no flame, hypopyon, fibrin, synechia nor vitreous clouding. The surgeon indicated that there may need to be some intervention in the future.

Manufacturer narrative:
The device with the lens was returned loose. The plunger lock and lens stop have been removed. The plunger is oriented correctly. No problem observed with the plunger. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. A broken haptic is in the plunger groove. The distal haptic is oriented toward the nozzle tip. The rest of the lens remains implanted. The nozzle was removed and cleaned for further evaluation. The haptic was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. The reported broken haptic was observed. The haptic is oriented correctly in the plunger groove. The haptic position may indicate it was looped in the groove during advancement. This is an acceptable position per the dfu. This position required full advancement of the plunger before the device/plunger are retracted to allow the haptic to release properly. No issue were observed with the plunger. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Broken haptics may also occur. The manufacturer internal reference number is: (B)(4).